Manufacturer narrative:
The navio surgical system us, part number npfs02000, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper connection between touchscreen and cpu.. The navio surgical technique manual (500197) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ section of ¿performing trial reduction and postoperative assessments. Per the clinical evaluation, the complaint information indicates that there was no patient injury/impact as the procedure was completed with manual instrumentation. It is unknown is there was a significant delay in the procedure. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the gap planning screen of a tka procedure, as the surgeon clicked the tibia superior, the screen turned white and resorted back to the home screen. They resumed operation, re-calibrated and had the same error again. After a re-boot, the error happened again. It was continued with manual procedure with a delay of less than 30 minutes. No other complications were reported.